Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
The customer called into technical support (ts) reporting that when performing the power-on self-test, the device¿s screen displays error code (post inhalation autozero test failure). The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The device is out of warranty and customer declined service and repair. No repairs were completed by the pse as the customer declined service and repair due to the device being out of warranty. No parts replaced nor back in service.